Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens developed opacification described as "dense microvacuoles". The patient's current prognosis and treatment plan are to continue predforte drop and dilate right eye with atropine 2 times daily. Patient's most current bcdva is 20/80. This report pertains to the patient's right eye.